Event description:
The customer reported being hospitalized due to low blood glucose of 28mg/dl. The customer was experiencing low glucose for one day. Troubleshooting was performed. The customer stated that the cause of his admission was an incorrect foot calculation. Advised the customer to call back if issues persist. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.